Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 68-year-old female patient presenting with cardiomyopathy and a history of coronary artery disease (cad). The device was prepped according to best practice, and a 10 mm graft was sutured successfully. During insertion, the inlet of the impella 5.5 advanced through the anastomosis; however, the team was unable to progress the device past the clavicle space. Multiple attempts were made to cross the axillary artery using a v-18 wire instead of the standard abiomed .018 wire. After several attempts at advancing the device through the narrowed region near the clavicle, the implanting physician noted a kink in the catheter. The device was removed, and a visible kink was confirmed on inspection. Due to concerns regarding cannula integrity, the team decided to open and use a second impella 5.5 device. Vessel diameter was measured at 6.7 mm at the narrowest point, close to the anastomosis but proximal to the clavicular region that ultimately prevented successful device advancement. This anatomical limitation contributed to the inability to position the impella 5.5 appropriately. The reported events include failure to advance, product damage, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B7 added information as it was omitted from the initial report that was submitted. D9 device was returned and date received was added. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the device being received. H10 this is one of two related reports. This report represents the first impella 5.5 and another report was submitted to represent the second impella 5.5. H11 additional manufacturer narrative was updated as the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the cannula kink was most likely patient related since the artery by the clavicle space reportedly impeded the devices insertion and could not advance past clavicle space and kinked the cannula. The cause of the failure to advance issue was most likely patient related since the artery by the clavicle space reportedly impeded the devices insertion and could not advance past clavicle space and kinked the cannula.